Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "servicing required" code was found in the ventilator's downloaded error log. The device's power management board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.